Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal left of the grip pad, and from below the grip pad to the case seal. .

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.